Event description:
It was reported that there is a crack on the screen of the insulin pump. Customer's blood glucose reading was 108 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with auto off setting at 16 hours. Set duration to 1 hour and 0 hours and then monitored the pump. Auto shut off feature operated properly for both times selected. Visual inspection shows that damage to liquid crystal display window is a scratch not a crack as reported by user. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.